Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level over 564 mg/dl. Customer states she is getting vomiting. Customer reported they feel okay to troubleshoot. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer current blood glucose is 564 mg/dl. Customer blood glucose at time of incident is 199 mg/dl. Drive support condition was not mentioned. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer was able to remove and change set at this time. Customer declined to check their settings. Customer is unable to perform high pressure test at the time of the call. Customer reported the infusion set cannula is: bent. Customer was advised to change the infusion set and return the set for analysis. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The set will return for analysis.